Event description:
It was reported that multiple intermittent occlusion alarms occurred which led to the blood glucose level being displayed as "high" on the cgm. To address the high blood glucose, the customer attempted a correction bolus via the pump, and when that was ineffective, they completed a correction using multiple daily injections. The customer resolved the issue by changing the infusion set and cartridge, resuming normal insulin delivery.